Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high impedances. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this ICD and other manufacturer ra lead had noise on the ra channel that was oversensed (no pacing inhibition) by the minute ventilation (mv) sensor causing atr episodes. There were occasional blips on the rv channel, however they were not being sensed. There were no spikes noted in atrial impedance. The rrt feature was programmed off in response, and the device remains in-service. No adverse patient effects were reported. Additional information was received that this ICD and other manufacturer ra lead triggered an alert for high out of range pacing impedances. The patient had multiple rhythmiq episodes, and the presenting egm was showing fusion with ventricular pace. The plan was to bring the patient in for further review, and make sure that rrt feature was turned off. The device remains in-service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to therapy upgrade. The other manufacturer ra lead was also explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this ICD and other manufacturer ra lead had noise on the ra channel that was oversensed (no pacing inhibition) by the respiratory rate trend (rrt) sensor causing atr episodes. There were occasional blips on the rv channel, however they were not being sensed. There were no spikes noted in atrial impedance. The rrt feature was programmed off in response, and the device remains in-service. No adverse patient effects were reported. Additional information was received that this ICD and other manufacturer ra lead triggered an alert for high out of range pacing impedances. The patient had multiple rhythmiq episodes, and the presenting egm was showing fusion with ventricular pace. The plan was to bring the patient in for further review, and make sure that rrt feature was turned off. The device remains in-service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to therapy upgrade. The other manufacturer ra lead was also explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had high out of range impedances that were being oversensed by the minute ventilation (mv) sensor causing inappropriate atr mode switches. The patient had multiple rhythmiq episodes, and the presenting egm was showing fusion with ventricular pace. The device remains in-service. No adverse patient effects were reported. The rrt feature was programmed off in response, and the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental was sent with updated conclusion code.

Event description:
No new reported information.